Manufacturer narrative:
Additional evaluation code: simulated use testing and user survey investigation: the customer stated no medications were administered for this event. A service call was placed and a full machine checkout was performed. The machine is functioning per manufacturing specifications. An auto test and saline run was successfully performed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that was relevant to this issue. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure reactions may occur in approximately (B)(4) of procedures, and (B)(4) of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reaction most were mild and well tolerated. The optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Based on information provided by the customer, the patient experienced chest pains prior to the procedure and was approved by the physician to have the therapeutic procedure performed. As such, the patient also experienced chest pains during and after the procedure. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that patient exhibited an allergic reaction to acd-a and/or eto.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Based on the run data file analysis, the spectra optia system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the patient complained of chest pain before the start of a therapeutic plasma exchange (tpe) procedure. The physician was consulted and per physician's order, tpe procedure was started on the patient. During the procedure, prior to rinseback, the patient complained of chest pain, his level of consciousness decreased, his lips became pale, and blood pressure dropped. The code team was called and CPR was given to the patient. The patient was transferred and admitted to the ICU. Per the customer, the patient is currently in the ICU, intubated but in stable condition. The customer declined to provide patient identifier and age. The disposable kit is not available for return because it was discarded by the customer.